Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was cracked. Customer¿s blood glucose level was 320 mg/dl. Reportedly, the customer performed a cartridge change to resolve the issue. Additionally, it was reported that the pump battery was depleting quickly. The customer continued to use the pump for insulin therapy.